Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Attempts are being made to obtain additional information regarding the initial procedure and treatment provided for patient's sepsis. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the caller that her mother had a laparoscopic cholecystectomy where clips were used in the procedure. The caller indicated that her mother had returned to the hospital with sepsis. It was not reported what was done to resolve the sepsis.